Event description:
Physician had difficulty advancing retrieval catheter past the stent, caught on the proximal end of the stent. The catheter advanced to the filter. Physician was only able to aspirate 5-6cc. The device was removed and the physician noted the distal part of the retrieval catheter was flat and kinked.